Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received power error alarm. The customer's blood glucose level was reported to be 156.6mg/dl. It was reported that the device would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected power loss alarm noted. However, the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.